Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 5 cs 10mm x3 poly insert; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Tibia revised due to patient reported pain. Removed: size 5 triathlon tritanium tibial base plate. Size 5 cs 10mm x3 poly insert. Implanted: size 4 triathlon universal base plate, 12mm x 50mm cemented stem, size 4 cs 19mm x3 poly insert. Left side.

Manufacturer narrative:
Reported event:  an event regarding pain involving tritanium baseplate was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.  Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Tibia revised due to patient reported pain. Removed: size 5 triathlon tritanium tibial base plate. Size 5 cs 10mm x3 poly insert. Implanted: size 4 triathlon universal base plate, 12mm x 50mm cemented stem, size 4 cs 19mm x3 poly insert. Left side.